Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28mg/dl. Low bg cause was not known. Customer had assistance from sister and paramedics who administered an intravenous of sugar water, carbohydrates and checked on a bg meter to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.